Event description:
It was reported that the patient experienced a shocking sensation in their right arm that began (B)(6). The patient also noted their right arm and hand were stiff yesterday. The patient had an appointment with their physician scheduled for (B)(6) 2012. Unable to follow-up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
Product ID: 37642, serial# unk, product type: programmer.(B)(4).